Event description:
Device issue: failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the exchange sheath slitting was initiated, but thumb advancer deployment could not be completed. The locator wings did not deploy causing loss of vessel access. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.